Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfvf902 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported (B)(6) 2022 at 11:35, the patient was given an indwelling needle for a single-use implantable drug delivery device, and the indwelling needle of the single-use implantable drug delivery device was inspected and found that the needle was leaking, and the use was stopped immediately.